Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010 consisting of an ipg, percutaneous lead and lead extension. It was reported that she has fallen several times and as a result, the extension has disconnected from the ipg. The pt is reportedly not receiving stimulation as all contacts for her lead are exhibiting invalid impedance measurements. Surgical intervention will be undertaken to reconnect the extension to the ipg header; however, a date for the procedure has not been set.